Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) underwent a lead revision procedure. During the lead revision procedure, issues with the proximal set screw were encountered. When the lead was connected to the device, high out-of-range impedance measurements were seen. When the lead was connected to the pacing system analyzer (psa), all lead measurements were normal. The implanting physician was concerned that there was a connection/setscrew issue. The device was explanted and replaced with another boston scientific crt-d without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned to our post market quality assurance laboratory for reliability analysis. Microscopic visual inspection noted that all seal plugs were intact and all setscrews moved freely. A white, non-direction torque wrench was returned with the device and no anomaly was noted with the wrench. Functionality and therapy delivery were verified through automated testing. The clinical observation was not able to be confirmed through analysis.